Event description:
The customer reported that the pdm was giving fluctuation bg readings. Three readings were taken "right after each other"; the results in succession were "high" (greater than 500 mg/dl), 50 mg/dl and 250 mg/dl. Insulet customer support recommended that she try testing again with a new vial of test strips. The pdm will be returned for eval.

Manufacturer narrative:
The investigation results of the returned pdm found evidence of debris within the bg meter port. This had the potential to affect the functionality of the meter, possibly resulting in erroneous bg readings. The presence of debris in the bg meter port is the result of user negligence in properly caring for the pdm and is in no way reflective of any mfg or product related issue. It should be noted that the investigation found no evidence of any malfunction that could have caused or contributed to erroneous bg readings. The results of all bg reading test were found to be within the specified tolerance limits. The reported discrepant bg readings are considered to have been caused by the presence of debris within the bg meter and not by any mfg or product related issue. Note: a review of the pdm's history concluded that the customer's report could not be verified. The customer reported that the discrepant bg readings occurred on (B)(6) 2010, yet data was available only as far back as (B)(6) 2010.